Manufacturer narrative:
(B)(4). The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken/detached grasper at distal end. The grasper was returned separately. During the functional evaluation both needles could be extracted by using a smart stich device but one of the needles is burnt and contaminated. The complaint was verified, but a root cause could not be determined with certainty. The grasper was probably detached and broke off due to excessive use or by compressing with too much force. The instructions for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, perfect passer connection grasper broke external to patient. Procedure was completed using a back up device after a five minute delay. No patient injury or other complications were reported.